Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015, in the o.r,. The catheter was placed into the patient's right internal jugular vein in the (B)(6) hospital. The patient was transferred to (B)(6) hospital, on (B)(6) 2016. In the patient's room when the md tried to hold the "sure plug (terumo term)" of the catheter for flushing, the extension tube tore off. As a result, the catheter was removed and a new catheter was placed and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a catheter with the extension line separated at 61 mm from the luer hub and 24 mm from the juncture hub. Under magnification the ends of the tubing were observed to be uneven indicating that the extrusion was torn and not cut. A device history record review was performed with no relevant findings and the ID, od and wall thickness of the extrusion were within specification. Based on the sample evaluation and report that the separation occurred several months after catheter insertion, operational context caused or contributed to this event. No further action will be taken.